Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that unit was leak checked prior to use, however after an unknown amount of time the air began to leak. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used device was returned for evaluation. Visual inspection did not reveal any abnormalities. Cuff was inflated with 8cc of air using a syringe and submerged in water to detect for leaks. No leaks were observed. Investigation was unable to confirm the reported issue. Returned device operated as intended.